Event description:
It was reported that pump displayed malfunction alarm code that was not linked to any notable event beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if problem returned, which customer acknowledged and understood.